Manufacturer narrative:
(B)(4). The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with missing display window cover, pillowing keypad overlay and cracked select button keypad overlay during the visual inspection. Thus software was utilized and downloaded trace/history files properly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio anomalies noted during testing. However, pump error alarm during the self test and confirmed in the pump history . Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly and keypad flex tail. The original electronic assembly, motor, internal battery, force sensor was installed in a test case and keypad. Perform the self test and no pump error alarm noted. Peeled off the keypad overlay for visual inspection on the keypad traces and dome switches and no moisture damage noted. However, found broken trace at pin on the keypad assembly. In conclusion, pump error alarm during the self test and confirmed in the pump history (variableinfo=3) due to broken trace at pin .

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarm while performing self test. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.